Event description:
It was reported that this system with implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range pacing impedance. Additionally, device delivered six bursts of anti-tachycardia pacing (atp) and six shocks. Technical services (ts) was unable to determine if atrial arrhythmia was present, therefore, not able to confirm if therapy was inappropriate. This system remains in service and no adverse patient effects were reported.